Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys fdd: c63318, fdc 71; fdm 10, 26, 38; fdr 213 product event summary: the delivery catheter was returned and analysis was performed and no anomalies were found. Blood visible on device cup.

Event description:
It was reported that during the implant procedure the patient experienced a cardiac tamponade from perforation and a pericardial effusion. A sternotomy was performed with the placement of chest tubes. The leadless implantable pulse generator (ipg) was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had decreased blood pressure during the procedure so the physician decided to check using an echocardiogram which noted the pericardial effusion. The effusion was drained and then a sternotomy was performed to eliminate a blood clot all around the right ventricle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.